Event description:
It was reported that the autoclavable camera head had connection issue resulting in no lights. The device also exhibited intermittent issue where it would start up and then shuts down. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.